Event description:
Lead management case to extract four leads due to cied system/pocket infection and bacteremia. The 4076 ra lead was prepped with an lld and a 14f glidelight was used. The lead popped free of the atrial wall without the screw being retracted. The patient's blood pressure dropped significantly so the CT surgeon performed a sternotomy. During the sternotomy it was discovered that the patient had an atrial tear along with several small tears in the innominate area of the subclavian. An atrialectomy was performed due to vegetation that was identified on the tricuspid; the injuries were repaired and the extraction of the remaining leads was conducted. The patient survived the intervention. This report on the gl is to reflect the innominate injury. The atrial injury will be reported under MDR # 1721279-2014-00209.

Manufacturer narrative:
(B)(4).